Event description:
The patient presented with depressions of medium average depth and mild laxity. Ten depressions were treated: 6 on the left buttock and 4 on the right buttock. It was reported that at two weeks post procedure small pockets of swelling were observed in the treatment area. Patient was wearing compression garments and was advised to massage 3 times daily. The physician reported that they examined the patient and diagnosed seromas on the left and right buttocks. The physician drained 15-20 cc from each of the two seromas.